Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted. The patient called boston scientific technical services (ts). The patient reported the icm device has moved from the original implant location and is now horizontal in their breast tissue. The patient reported this is extremely painful. The patient advised they would be going to the emergency department (ed). Additional information from the boston scientific representative provided the patient was seen in the ed. Days later the physician subsequently explanted the icm device. No other devices have been implanted at this time. Device is not expected to be returned. No additional adverse patient effects were reported.